Event description:
It was reported that the patient passed away. The cause of death was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2021 and the cause of death was unknown. It was not reported if the outcome was device or therapy related. Additional information stated that due to patient privacy laws the hospital did not communicate patient outcome information or patient details. It was reported that heartmate 3 lvas, serial number (B)(4) would not be returned for evaluation. The heartmate 3 lvas IFU lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25 nov 2019. No further information was provided. The manufacturer is closing the file on this event.